Manufacturer narrative:
It was reported that patient previously underwent placement of boston scientific durasphere on (B)(6) 2005 due to sui. It was reported that patient underwent cystourethroscopy and an autologous pubovaginal sling on 04/05/2010 due to sui. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a mesh was implanted due to bladder leakage and pain and inability to hold urine . It was reported that following insertion the patient experienced lower abdomen cut one due to blood buildup, blood clot, leakage of urine and bad odor. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.